Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the customer through the process. After the reset, the error did not reoccur, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.